Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 409258 lead, implanted: unknown; 419378 lead, implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, once the existing left ventricular (lv) lead was connected to the new device, a lack of pacing and sensing occurred. In addition, there was no electrogram detected. The device was removed and replaced successfully with full functionality. No patient complications have been reported as a result of this event.